Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 322 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting and abdominal pain. The pod was reportedly leaking during wear. When the patient inspected the pod, the pod's cannula was found to be dislodged from the infusion site (hip/buttocks). The patient was treated with insulin injections and a new pod was applied.